Manufacturer narrative:
The customers reported event was that upon opening monomer ampoules they appeared to non-violently explode causing spray of the liquid and glass pieces. Additionally, the customer requested information about the storage condition precautions for the cement kits. Without the return of the product or photographic evidence the reported event cannot be confirmed. The glass ampoule of monomer is designed to break at the scored line for mixing. If the kits are improperly maintained or handled, the ampoule could prematurely break along the scored line. The instructions for use (IFU) for the bone cement kit states that the monomer is a highly flammable liquid with a flashpoint of 50 degrees f. In addition, the IFU states that the kits should not be exposed to sunlight or stored above 77 degrees f. Without the returned product to confirm the reported event and with just the available information a true root cause cannot be determined. Based on the information reported in the zimmer biomet product experience report, the most likely the kits were exposed to warm temperatures (above 77 degrees f) for some time and that caused the monomer to build pressure inside the ampoule. When the health care provider cracked the vial on the scored line the pressure inside the ampoule caused a spontaneous expulsion. There are no recommended actions suggested for zimmer biomet at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that on (B)(6) 2016, upon opening the vial (ampoule), the product exploded and cut a nurse's hand during a procedure. Additional information received stated that upon opening the monomer, the vial (ampoule) appeared to explode - not violently, but with enough force to cut the surgical technician's finger. Glass shards were on the floor approximately 6-7 feet from where the vile was opened and in several places on the back table. Liquid was also several feet from the table on the floor. The surgery time was extended 20 minutes and there was no harm to the patient due to the event.